Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon release, the valve dislodged ventricular. A snare was used in an attempt to pull the valve upwards and the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted in the native anatomy and the first valve was left in the ascending aorta. No additional adverse patient effects were reported.